Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. Patient was under 2 years old, which is off-label usage of the device. On 02/07/2024, the pediatric patient experienced a skin reaction with rash, redness, infection, drainage, pus, and inflammation, at the insertion site. The patient was brought to the emergency room because of the infection and the skin reaction was treated with a prescription of an unspecified oral antibiotics. At the time of the report the patient was stable, and the skin reaction had health. No additional patient or event information is available.